Manufacturer narrative:
Date sent to FDA: 03/27/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4), submitted for adverse event which occurred on (B)(6) 2011. (B)(4), submitted for adverse event which occurred on (B)(6) 2013. (B)(4), submitted for adverse event which occurred on (B)(6) 2015. (B)(4), submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2013 during which the surgeon noted after lysis of adhesions for over 60 minutes, he made the decision to convert to an open procedure and noted there to be a loop of small intestine which was firmly adherent to the old mesh. He noted the old mesh appeared to have torn free and was balled up. The scar tissue as well as the balled up old mesh was excised with cautery. It was reported that the patient underwent revision and recurrent ventral incisional hernia repair surgery on (B)(6) 2015 during which the surgeon noted a very densely adherent loop of small bowel adherent to her previously placed mesh in the left side of the abdomen, which required sharp dissection. He examined the abdomen and found what appeared to be a well incorporated mesh from the umbilicus down and also another piece of mesh that was well incorporated, but appeared to have pulled away from her fascia leaving a large defect in the middle and extending laterally and left, which she then repaired. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted a piece of mesh had pulled away from the fascial edges and balled up in the middle of the abdomen. The mesh was separated from the underlying small bowel and removed. He then inspected the anterior abdominal wall and found multiple fascial defects which he repaired after clearing the old mesh. It was reported that the patient experienced severe pain, nausea, inflammation, bulging, stress and anxiety. No additional information is provided.